Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during implant attempt, the helix would not fully extend. Three to four positioning attempts were made within the body, with the lead becoming dislodged. When the lead was removed from the body, the helix would not fully extend. The lead was not used and was replaced. No patient complications have been reported as a result of this event.